Event description:
The pt reported that an e2 (battery depleted) was displayed on the infusion device on (B)(6) 2009 and no prior a2 (battery low) warning was displayed. The battery had been in use since (B)(6) 2009. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.